Manufacturer narrative:
(B)(4). The user stored the device at lower than recommended temperatures and the battery was drained due to the cold temperature.

Event description:
It has been reported that during deployment, the device was not on and was unable to be used. The patient did not survive.

Event description:
It has been reported that during deployment, the device was not on and was unable to be used. The patient did not survive.